Manufacturer narrative:
The event history begins in 2007, (the following day). Evaluation of the event history indicates the following fail code 16:310:903:0002 was noted and occurs after a battery depleted set. The battery screen shows there were 64 discharges below alarm threshold and 4 charge/discharge cycles. The battery screen will reset after power loss, the battery charge/discharge cycles and discharges below alarm threshold will reset to zero. After this occurred, the user continued to use the pump and depleted battery 64 more times. By looking at the event history and the battery discharges below alarm threshold indicates a damaged battery (will not hold a charge). Due to the battery being damaged, it will not charge even if plugged into ac. A request for the return of the device has been made. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The baxter sales representative indicated that a sicu (surgical intensive care unit) nurse reported a triple channel colleague infusion pump that had battery failure during patient use. The patient was being transported from the sicu to the cat scan departement. The pump had been charged all night and day. Ten minutes after being unplugged and while in the elevator, the pump reportedly failed. The nurse noted a drop in blood pressure, and administered a bolus of 2cc of neosynephrine to restore the blood pressure. This is the first of three pumps in use during the event which failed. The patient was admitted in 2007, with a diagnosis of acute myocardial infarction, diabetes mellitus, and hypertension. The patient was on a ventilator, intra aortic balloon pump and receiving multiple critical medications including: levophed 32 mcg/50 ml, neosynephrine 40mg/50 ml IV, amiodarone (dose unk), heparin 1200 u/hr, propofol 40mcg/kg/min, insulin 3 u/hr and fentanyl 75 mcg/hr. Medications were infusing via a peripheral intravenous (piv) access. It is unk what tubing set was being used at the time of the event. The patient's vital signs prior to the event: blood pressure 115/65 (iabp 112/59), pulse 103, respirations- 16. During: iabp 50/0 on balloon pump. Post: 150/? (Per nurse). At 1700 the blood pressure was 187/71 (iabp 187/56 1:1). At 1800 the blood pressure was 118/68 (iabp 95/51 1:1). The patient's status was critical but stable following the event. The patient's outcome was good.